Event description:
Received a call from client in that they had a high-fluid case in the ER that required significant amounts of suction. Client stated that after the canister had filled, the vaccum line was removed prior to capping the patient ports, resulting in fluid release from the canlster and fluid exposure to three emplyees with biohazardous material.

Manufacturer narrative:
Not sample has been received to date. Therefore, an evaluation of the complaint device for deficiency of construction could not be performed. If a sample is received, this investigation will be re-opened for further evaluation of the unit(s). However, the description of the event and conversations with the end users indicates that a reflux event occurred, which is fluid exiting a lid port at the completion of the procedure and disposal process. Reflux from the flex container system can occur if the system vacuum was turned off prior to capping off all open ports, as occurred according to the customer. Further caution should be taken when completely filling the liner when under vacuum. It is recommended that the user allow a small air space as a fluid reservoir to prevent a low volume fluid over flow from occurring. We will continue to monitor concerns such as these for possible future actions.